Event description:
It was reported that a patient presented in-clinic. Upon examination with fluoroscopy, the patients right ventricular (rv) lead was found have externalized conductors. No electrical malfunctions were noted and the rv lead will continue to be monitored. The patient was stable throughout.

Manufacturer narrative:
Correction: g4: field should be marked "combination product."